Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user dropped out of bed and fell on his head with the implanted side. There was even a wound on the skin but not over the implant, more behind. After this event the user had no hearing and went to the clinic for medical treatment and check up of the implant system. Revision surgery is scheduled for (B)(6) 2018.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appear to match the damage found. This is a final report.

Event description:
The user fell out of bed and hit his head on the implanted side against a cupboard. There was a wound on the skin but not over the implant, rather more behind. After this event the user no longer had any hearing and went to the clinic for medical treatment and check-up of the implant system. The recipient was treated for a skull fracture near the implant site. Re-implantation took place.